Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted on (B)(6) 2018; w1dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check fail and the right ventricular (rv) lead exhibited high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.